Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Concomitant products included - concor(bisoprolol fumarate), lantus(insulin glargine), methyltechno(mecobalamin). Investigation results: -name: novopen 4, batch number: evg6148. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. -name: actrapid penfill 3 ml 100iu/ml, batch number: mr70091. No conclusion could be made without the sample or a valid batch number. The reported batch number was not valid. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: investigation results added. Annex b, c, d and g codes updated. Relevant fields updated in EU/ca tab. Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 26-sep-2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus is a confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary: name: novopen 4, batch number: evg6148. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia due to technical issue in her pen. [Hyperglycaemia]. Technical issue in her pen [device issue]. This serious spontaneous case from egypt was reported by a consumer as "hyperglycemia due to technical issue in her pen.(hyperglycemia)" with an unspecified onset date, "technical issue in her pen(device issue)" with an unspecified onset date, and concerned a 39 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "diabetes mellitus", actrapid penfill (insulin human) (dose, frequency & route used- 40 iu, tid (15u-20u-5u (3times/day), subcutaneous) from unknown start date and ongoing for "diabetes mellitus", patient's height: 155 cm. Patient's weight: 47-48 kg. Patient's bmi was not reported. Current condition: diabetes mellitus (9.5 years -type of diabetes mellitus was type 2 and from 2 years, her hcp told her that her diabetes type turned to type 1), tachycardia (from a year). Concomitant products included - concor(bisoprolol fumarate) started from a year ago, lantus(insulin glargine)started from 4 years ago, methyltechno(mecobalamin) started from a year ago. On an unknown date, the patient experienced hyperglycemia due to technical issue with the pen and was hospitalized. The patient's blood glucose (blood glucose)value at the time of event was 512 mg/dl and post-prandial blood glucose(blood glucose) was 391 mg/dl. On an unknown date, the patient's last hba1c (hba1c) was about 9 % from a year the hospitalization was from 2 days ago and for only one day the patient was hospitalized (discharged on the next day) the patient received pen training and during it , the mechanical part and the piston rod moved normally after adjusting the dose counter on 60 u and pressing the dose button then after adding a new penfill and new needle so the pen injected insulin normally by 4 u but the patient was not satisfied. Batch numbers: novopen 4: evg6148. Actrapid penfill: mr70091 (non valid batch number was reported). Action taken to actrapid penfill was not reported. The outcome for the event "hyperglycemia due to technical issue in her pen.(hyperglycemia)" was recovered. The outcome for the event "technical issue in her pen(device issue)" was recovered. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples.